Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiencing nasal/throat irritation or soreness. The complaint states the patient has medical problems possibly related to the device (humidifier). The patient also alleges they are spitting up blood and phlegm. There was no mention of medical intervention. The device was returned to the youngwood service center (scyw) regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, the device was visually inspected. The device was recertified, and the manufacturer upgraded the software, cleared the error log, and replaced the listed components. There was no mention of any evidence of foam degradation nor seeing any foam particles. The unit passed the final test.